Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after a meal while using a new ilet for approximately one week, with blood glucose reported below 70 mg/dl and below target since the morning, and the user self-treated with oral carbohydrates including cereal, peanut butter, and milk. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included no medical intervention, no hospitalization, and resolution efforts limited to oral glucose intake. Investigation included customer interview, device history review, and complaint record assessment. Investigation of this case revealed no device alarms were reported, no malfunction was identified based on available information, and adaptation to insulin needs during initial use was a potential contributing factor. It was concluded that the event was consistent with hypoglycemia with an undetermined cause and no device-related malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.